Event description:
On (B)(6) 2010 patient was implanted with elevate. The physician reported that she was called back to see the patient due to severe pain. Scan was done on patient and she had a hematoma the size of a small orange behind the mesh. Patient was transferred from surgery center short stay unit to a hospital for surgery. The physician removed the mesh and drained the hematoma. Patient was discharged following mesh removal without further complications.

Manufacturer narrative:
The occurrence of the event is included in the adverse event section of the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported.